Event description:
It was reported that during the implant procedure, the boston scientific leads were not able to be connected to this pacemaker even after several attempts. A new device of the same model was provided to the physician and the procedure was completed successfully. No adverse patient effects were reported. The attempted device was expected to be returned for analysis. The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. The seal plugs were intact and the setscrews moved freely. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that during the implant procedure, the boston scientific leads were not able to be connected to this pacemaker even after several attempts. A new device of the same model was provided to the physician and the procedure was completed successfully. No adverse patient effects were reported. The attempted device was returned for analysis.